Event description:
It was reported that on (B)(6) 2024, a 33mm epic mitral valve was chosen for a procedure. The valve was implanted. Intraoperative echocardiogram showed mitral valve insufficiency- I through the hole in the leaflet and it was not able to close properly. The patient was not suitable for explant procedure due medical conditions and complex cardiac surgery. The physician decided to repair the epic valve with a suture 5x0 prolene and closed the leakage. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 33mm epic mitral valve was chosen for a procedure. During procedure, it was noted that one of the leaflet was not sew well and did not close properly. The patient was not suitable for explant procedure and the physician tried to repair the epic valve. The patient was reported stable.

Manufacturer narrative:
An event of a hole being found in a valve leaflet during device implantation was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Based on the information received, the exact cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling